Manufacturer narrative:
Batch review performed on july 31, 2015: lot 130451: (B)(4) screws manufactured and released on march 20, 2013. No anomalies found related to the problem. To date, (B)(4) screws of the lot have been already sold. Only another case on this lot was recorded for the same issue, reported with MDR 2014-00202. On july 24, 2015, (B)(4) made the following analysis: cancellous bone screws inserted to stabilize acetabular cups must be inserted perfectly in the center of the hole, otherwise they will not be allowed to sit flush within their housing. Reportedly, this is what happened during surgery. Tapping on the screw head should be avoided, it cannot solve the problem and it is likely to cause fracture of the component. However, the threaded portion of screw is harmless to the pt, although the add'l stability will not be provided. Root cause for fracture appears to be tapping on the screw head.

Manufacturer narrative:
On 12 october 2015 it was prepared a final report with the information already submitted in the initial report. On 14 october 2015 it was sent to the initial reporter and the case was closed.

Event description:
Imp # (B)(4).